Event description:
It was reported that during an atrial fibrillation procedure with the patient under general anesthesia, a farawave nav catheter was selected for use. When the physician opened the package of the farawave catheter, the physician saw the irrigation component of the farawave was not circular. It was also noted that there was a little bit of packaging damage at the top and bottom of the packaging. When the physician wanted to connect the irrigation component, the physician had some fluid leak. The physician then tried to get the best connection to avoid fluid leak. The physician was then okay to continue the procedure with this farawave catheter. The procedure was completed successfully without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.